Event description:
A vendor box was rebanded at a different ge business and sent to the magnetic resonance business. When the dock worker at the magnetic resonance business tried to remove the banding, the dock worker was injured. This caused a dock worker to sustain lacerations on 4 fingers needing 18 stitches to close.

Event description:
A ge employee was involved. Neither a pt (nor user facility employee) was involved.